Event description:
It was reported that during an unknown procedure, the device jammed before the device was placed anywhere near the tissue. Three devices jammed. The clips on one of the devices would not form and hold in place either. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the (a) was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism being jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring and the antibackup lever were found to be out of their intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found condition of the hoop spring. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that devices (b and c) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, each device was cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b and c) additional information: batch # j92061, expiration date: 8/2012, manufacturing date: 4/2017.